Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific received information that this pt developed a bacteria growth on the valve, therefore, the entire pacing system was removed from service. No additional adverse pt effects were reported. It was noted that the pt will likely not receive a new device as they were not pacemaker dependent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.